Manufacturer narrative:
All found defective parts were replaced and all other identified issues were resolved during manufacturer's analysis. The device passed final testing.

Event description:
It was reported that the programmer had powered off on its own a few times, per the clinic nurse, and was unable to power back on for a while. Attempts with a different power cord did not resolve the issue. The issue was unable to be replicated by a company representative. It was also reported that the network ethernet card would not come out; it was thought that the eject button may have been broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.